Manufacturer narrative:
(B)(4). Batch # n56x9h. Additional information: the surgical delay was 5 minutes and not 2 minutes as originally reported. The analysis results that one plee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, rep in theatre, the scrub nurse was new to using this device and had a bit of trouble loading the reloads and removing them from the device. They had used the product successfully for four firings and then they had trouble putting the new reload in the cartridge jaw, they said it was as if it had bent out of shape. Obtained a new stapler and continued the case without any issue. On inspection of the faulty device and the new device, there seemed to be tissue stuck in the crux of the jaws and a layer of metal on the inside of the cartridge jaw (at the proximal end) that wasn¿t in the new device. Procedure was delayed by a couple of minutes as we were trouble shooting. Another like device was used to complete the procedure. There were no adverse consequences for the patient.